Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was inserted and removed. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints have been received for this production order number . The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zcb00 21.0 diopter intraocular lens, the physician noticed that the capsule bag was torn. The physician removed the lens and replaced it with another model lens. Through follow-up it was clarified that the capsule tear was due to patient anatomy. There was no incision enlargement, but a vitrectomy was required. The patient is currently doing fine. No further information was provided.